Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However olympus medical systems corp. Concluded that the reported event that the endoscopic image disappeared and the image was disturbed may have been caused by the camera cable unit failure due to an accidental factor. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus repair center in hamburg for evaluation. Olympus repair center inspected the device and confirmed the following; the reported phenomenon that the endoscopic image was disturbed and defective was reproduced. The camera cable was twisted, overstressed and damaged. The housing parts of the device were worn. The reported phenomenon of the endoscopic image disappearing may have been caused by a broken camera cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that before the procedure, the endoscopic image was disturbed as following: the endoscopic image disappeared. A greenish endoscopic image was displayed. The monitor screen had streaks. The endoscopic image was defective. The user replaced the device to another device and completed the intended procedure. There was no report of patient injury associated with the event.